Manufacturer narrative:
Occupation is patient/consumer. The customer's meter and strips were requested for investigation. Strips had been discarded and were no longer available for return. The returned meter was tested with retention strips and a high-level control sample. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lotqc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best. Whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter (serial number:(B)(4) compared to an unknown laboratory method. At 11:12 p.m. On (B)(6), 2023, a sample from the patient was tested using the meter, resulting in a value of 1.7 inr. It was alleged that on (B)(6), 2023 or (B)(6), 2023, a sample from the patient was tested using an unknown laboratory method, resulting in a value of "over 4.0 inr". The exact date of the laboratory result could not be provided by the reporter. The patient¿s therapeutic range is 2.2-2.5 inr, with a bi-weekly testing frequency.